Manufacturer narrative:
Failure analysis revealed that the insulin pump was received with missing segments due to cracked bleeding lcd glass. The device also was received with cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window and cracked battery tube threads.

Event description:
It was reported that the insulin pump only had a partial display showing on the screen, about 80%. The blood glucose reading was 126 mg/dl. The customer stated that she had bumped the insulin pump against a stairway railing prior to the screen issue. Advised replacement of the insulin pump. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.